Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd 30ml syringe luer-lock tip leaked past the plunger during use. The following information was provided by the initial reporter: "cleanroom technician notified operation supervisors about the incidents of leaking 30 cc. The leak was between the plunger seal and barrel of becton, dickinson 30 cc syringes."

Manufacturer narrative:
The customer provided updated information that the reported product had not been used, and the original complaint information was misprinted. Therefore, the MDR will be cancelled.

Event description:
It was reported that the bd 30ml syringe luer-lock tip leaked past the plunger during use. The following information was provided by the initial reporter: "cleanroom technician notified operation supervisors about the incidents of leaking 30 cc. The leak was between the plunger seal and barrel of becton, dickinson 30 cc syringes."